Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs). Following the implant, a dopplerable pulse was unobtainable in the right lower extremity. An angiogram through the re-access port showed that a slow flow was present past the impella sheath. Mcs was continued for an additional two days, after which the impella cp device was explanted. Upon explant, femstop was applied to the site to achieve hemostasis. After 30 minutes it was taken off, and the patient expressed discomfort. The patient's leg was cool and no pulse since shortly after manual pressure was started. The patient was noted to be in stable condition following the event and was transferred to an outside facility to treat the condition.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿